Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. The visual analysis revealed a cut on the surface of the soft tip. This condition could be related to excessive force or manipulation; however, this cannot be conclusively determined. A device history record (DHR) was performed, and no non-conformances related to the complaint were found during the review. The issue reported by the customer was confirmed, as the condition could be related to the difficulty introducing the sheath through the vasculature and to the reported event. It should be noted that product failure is multifactorial. According to the instructions for use (IFU), there are some precautions on the use of the vizigo sheath: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and style on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified a cut on the surface of the soft tip. Initially, it was reported that during the procedure, they were unable to go transseptal with the vizigo¿ sheath. The physician removed the sheath from the patient and noticed the distal tip of the sheath was malformed and damaged. The caller noted that they were unaware of when the sheath became damaged but suspected that it occurred when advancing the dilator or wire within the sheath. The catheter was not inserted. The vizigo¿ sheath was exchanged for a new vizigo¿ and the issue was resolved. The case continued. No adverse patient consequence was reported. The issue with the distal tip of the sheath was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 10-jan-2024, there was a cut on the surface of the soft tip. This was assessed as MDR reportable with an awareness date of 10-jan-2024, for this reportable lab finding.